Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had recurring no delivery alarm after troubleshooting. The customer's blood glucose was 230 mg/dl at the time of incident. It was reported that the no delivery alarm was occurring during bolus and fixed prime. The insulin pump will be returned for analysis.